Event description:
A malfunction was reported on a customer's pump, identified by malfunction code 12, but no notable events were reported prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.